Event description:
An engineer reported the vitreotome sometimes stops working during vitrectomy procedures. The cases have all been completed with lower cut rate. There has been no harm to the patients. This is the first of two reports for this facility. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).